Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a tb syringe. Customer reports, the safety device does not lock in place. The customer states, when you push the safety over the needle, and you hear the audible click, the shield slides back down, exposing the needle, which resulted in a nurse being stuck with a dirty needle which had been used on a pt with (B)(6).